Event description:
This lead was explanted on (B)(6) 2011 as the patient twiddled the lead out. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)